Event description:
Was reported that this pacemaker appeared to exhibit premature battery depletion. The remaining longevity was at 4.5 years, however had been at 7.5 years approximately a year earlier. Data was sent for review which indicated the power consumption of the device had been increasing over the past year. An additional data download in another month was discussed. However, device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker appeared to exhibit premature battery depletion. The remaining longevity was at 4.5 years, however had been at 7.5 years approximately a year earlier. Data was sent for review which indicated the power consumption of the device had been increasing over the past year. An additional data download in another month was discussed. However, device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker appeared to exhibit premature battery depletion. The remaining longevity was at 4.5 years, however had been at 7.5 years approximately a year earlier. Data was sent for review which indicated the power consumption of the device had been increasing over the past year. An additional data download in another month was discussed. However, device replacement was recommended. No adverse patient effects were reported.